Manufacturer narrative:
The reported event is inconclusive due the condition of the sample received. Visual evaluation noted received 1 all silicone foley catheter. Visual inspection noted the catheter was cut into two pieces. Unable to test flow rate due to catheter in two pieces. Also received 4 photo samples. First photo sample shows top view of catheter showing the catheter cut into 2 pieces. Second photo sample zooms in on breakage point on catheter where it is separated. Third photo sample shows end of catheter with balloon not inflated. Fourth photo sample shows end of catheter with forceps between eyelets. A potential root cause for this type of failure could be pinched lumen. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings. 1. Methos for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/ urethra may be injured.] 2. Applicable patients ¿ patients with delirium who might pull out catheter [when patients tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindication] 1. Method for use: (1) do not reuse. (2) do not resterilize (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine oi iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients. Patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that while in the operating room with an implanted foley catheter for urinary drainage and temperature control, urine did not flow. The catheter was removed and the drainage lumen was flushed, but no flow was observed and an obstruction was suspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while in the operating room with an implanted foley catheter for urinary drainage and temperature control, urine did not flow. The catheter was removed and the drainage lumen was flushed, but no flow was observed and an obstruction was suspected.